Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred the same day after the sensor had been inserted in the arm. On (B)(6) 2024 around 9:30 pm the patient experienced a car accident. The cgm reading was 61 mg/dl and the bg reading was 125 mg/dl prior to the accident was occurred. The patient started to experience dizziness and light headedness before the accident and no bg was taken at the time of event. The patient self-treated with drank some juice and coca-cola. The patient lost consciousness at 9:25 pm. At an unspecific time, somebody called an ambulance, and the patient was taken to the hospital. The hospital performed computed tomography scans and x-radiation after the accident. At the hospital the patient was treated with intravenous fluids and insulin. The patient was discharged after 7 hours around 4 am. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator at the time of event. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.